Event description:
In 2007, abbott point of care was contacted by a customer who reported that an I-stat cardiac troponin I cartridge yielded a result of 0.21 ng/ml. A second sample was tested using an I-stat cardiac troponin I cartridge fifteen minutes later yielding a result of 0.02 ng/ml. A third sample was collected using an I-stat cardiac troponin I cartridge an hour later yielding a result of 0.00 ng/ml.